Manufacturer narrative:
D6b explant date updatede4 was inadvertently omitted on the initial manufacturer device report.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella 5.5 device was inserted surgically into the right subclavian artery in a 43-year-old male patient presenting with cardiomyopathy. The patient has a history of coronary artery disease (cad), presented in scai stage e shock, and was on multiple inotropes and vasopressors, and was ventilated for respiratory support prior to initiation of support. Pre-impella, the patient was having bloody secretions. The patient was intubated and the impella 5.5 was placed. Due to the bloody lung secretion issues, bivalirudin was started but not titrated per a nomogram and instead the unit¿s pharmacist was titrating based off labs to prevent more hemoptysis. The patient was also on inotropic support with dobutamine running at 5mcg. The medical team noticed a spike in the plasma free hgb (122), but the ldh remained stable. The next day, the pfhgb was still elevated but came down from 122 to 49.5, but the ldh elevated to 706. There was a concern for infection due to continued fever. The critical care unit (ccu) team did not think the fever was impella related. The ccu team continued an infection workup with no growth on any cultures. The patient was put on broad spectrum antibiotics. It was noted that the impella site did not appear infected. The post-procedure outcome is unknown. The impella 5.5 will be coded for serious injury, hemolysis, fever, infection, and medication required. These findings are consistent with the clinical condition of a critically ill patient. Hemolysis is listed as a potential adverse event and consistent with known device-related and patient-related factors documented in the instructions for use (IFU).

Manufacturer narrative:
Investigation summary: mechanical interaction with blood/hemolysis: the cause of the mechanical interaction with blood was an unintended user error related to the positioning of the pump. Elevated pfhb occurred on days where the pump positioning was noted to be deeper than days with acceptable pfhb levels. Additionally, data log review shows impella position in aorta alarms triggering around the dates with elevated pfhb. Fever/infection: the root cause of the injury was unable to be determined due to insufficient clinical details.